Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: it was performed the DHR, maintenance records were performed, quality notifications were checked, and the retention samples were evaluated and no deviations were found for this batch. Root cause description: no photos/samples were made available by the client for evaluation and it was not possible to investigate and determine the root cause for the incident. Rationale: the production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that the health care worker received a dirty needle stick with the needle precisionglide 21x1in. As a result, the patient had to receive exams for infectious diseases. The following information was provided by the initial reporter, translated from portuguese to english: "accident with the needle at the moment of collecting blood. Accidental perforation with the needle. Needed to do exams of infectious diseases of the patient."